Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized for low blood glucose. Blood glucose reading was 27 mg/dl. Customer was treated via glucose and hospitalization. It was unknown whether the customer was using automode. Troubleshooting for low blood glucose was not performed. The insulin pump will not be returned for analysis.